Event description:
Legal counsel for the patient alleges that the patient underwent m2a hip arthoplasty and reports patient allegations of pain and dislocation. Subsequently, patient was revised on an unknown date. Additional information received in patient medical records indicates patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2010. The operative report notes purulent-looking fluid, chronic fibrillation and evidence of infection with pockets of necrotic debris. This report is based on allegations set forth in plaintiff's complaint, and the allegations contain therein are unverified.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown ; PMA/510(k) number/ manufacture date - unknown. The product identification necessary to review manufacturing history was not provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects number 8 states: dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure and part and lot information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." This report is number 1 of 8 mdrs filed for the same event (reference 1825034-2013-03548 / 03554 & 00068-1).

Event description:
Legal counsel for the patient alleges that the patient underwent m2a hip arthoplasty and reports patient allegations of pain and dislocation. Subsequently, patient was revised on an unknown date. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contain therein are unverified.